Event description:
The lay user/patient contacted lifescan alleging the test strips and the control solution were missing from the meter kit. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The 510 (k) is k073231.